Event description:
New information received indicated that an asymptomatic patient presented to the clinic for follow-up, and post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post paced t-wave oversensing on the ventricular channel was observed on stored egm. Programming changes were recommended.